Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on all lead contacts. As a result, patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(4). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Visual inspection revealed a fracture. As a result, patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data b5 - describe event or problem the report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken.